Event description:
It was reported that a homechoice device experienced unspecified system error alarm. It was not reported if the technical service representative was able to troubleshoot the setup. It was reported there was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review was not performed because the device log failed to download. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Returned instrument testing evaluation (rite) functional and electrical testing of the device was performed with no issues. A visual inspection was performed. During evaluation, the sample revealed no non-conforming product that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.